Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s08835403130039142. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that 9 patients experienced acetabular cup migration, resulting in a revision for loosening of the acetabular component.

Manufacturer narrative:
The devices were not returned for review, therefore their conditions cannot be described. The dhrs could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. The patients had a history of revision with medial acetabular wall defects and use of structural allografts. It is noted that graft resorptions were demonstrated. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, it appears that graft resorptions and patient condition of acetabular defects led to the described loosening.